Manufacturer narrative:
This report is submitted on january 09, 2019.

Event description:
It was reported that the patient's device was electively explanted on (B)(6) 2018 due to a lack of clinical benefit. There are no plans to re-implant the patient with a new device

Manufacturer narrative:
This report is filed on march 04, 2019.